Manufacturer narrative:
Date of event was estimated. During processing of this incident, attempts were made to obtain complete patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had an rf ablation on (B)(6) 2018 where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg and the patient controller is displaying an error message since the procedure. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention at a future date.

Event description:
Additional information received indicates the ipg was recovered, and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.